Manufacturer narrative:
The device was returned due to a power and leak issue. The catheter met specifications for electrical and temperature testing; however, a leak was detected from within the catheter handle. The catheter handle was disassembled to reveal that the central slider race was fractured, which resulted in the fluid lumen fracturing and the irrigation leak detected. In addition, the leak is consistent with fluid ingress, an electrical short circuit, and the reported power issue. Abbott is continuing to monitor this issue.

Event description:
This event is being reported based on analysis.